Manufacturer narrative:
(B)(4). The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing of the uv flash transfer set had a leak. The transfer set was used for 66 days prior to the leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Visual inspection and leak testing confirmed the presence of the cut/hole in the tubing in two places. Clear passage testing and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.